Event description:
During procedure, left shoulder arthroscopy, debridement, rotator cuff repair, open reduction internal fixation of greater tuberosity, surgeon noted that the needle tip of an arthrex scorpion (ref# ar-13995n, lot# 10058682, exp date 07-31-2021) tip that had been present upon insertion into the left shoulder was missing on removal from the left shoulder. An inspection of the wound, field, and surroundings was performed. Surgeon called for x-ray of the surgical site. An x-ray was taken and read by radiology. Radiologist stated that "no needle tips, or foreign bodies could be appreciated on the x-ray."